Manufacturer narrative:
The investigation into the reversible limb ischemia and the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Per the provided clinical information, the root cause of the limb ischemia issue was patient condition related to occluded catheter and low volume of blood. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical information provided. The failure modes will be monitored and trended.

Event description:
The user facility reported a 69-year-old male undergoing high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. During implant using single access, blood was leaking through the seal around the guide. The 14f catheter was occlusive so internal bypass was placed. The physician removed single access, then advanced repositioning sheath and accessed the contralateral side for guide. An internal bypass replaced at the conclusion of the procedure. The pump was explanted a day later after implant. Patient stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿